Event description:
Procedure type: lap nissen. According to the reporter: while passing the needle through the crus muscles, the needle became stuck and had difficulty toggling. Therefore, the needle remained in the body and the surgeon had to convert the case to open in order to retrieve the needle from inside the pt. There was no significant tissue loss/blood loss. Pt status: fine.